Manufacturer narrative:
Method: the device has been received for an evaluation and investigation. A review of the device history record (DHR) was conducted for the lot number provided. Results: at this time the device evaluation is still in progress. The production lot met all manufacturing and quality specifications prior to release. Conclusions: a follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: marcaine 0.25%, fill volume: 260 ml, flow rate: 4.0 ml/hr, procedure: breast augmentation and abdominoplasty, cathplace: abdomen. Summary: a fast flow was reported the pump was placed on (B)(6) 2013 at approximately 2:00pm and on (B)(6) 2013 at 10:00am the physician noticed that the pump was empty. Incident as reported: "pain pump was activated in operating room on (B)(6) 2013 at approximately 2:00pm. Patient stated that she stopped receiving relief from the pain pump on (B)(6) 2013 in the morning. Patient was seen by plastic surgeon at 10:00am on (B)(6) 2013. Doctor checked pain pump and saw that there was no medication left. Pain pump was not infusion, pain pump disconnected. Pain pump infused only for 29 hours."